Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Subsequently, it was reported that a minimum fill notification occurred after filling a cartridge with 100-120 units of insulin. Reportedly, customer successfully reloaded the cartridge to resolve the issues and resumed insulin therapy on the pump. Customer's blood glucose level was 100 mg/dl.